Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a gastric bypass procedure on an unknown date and suture was used. It was reported that the suture resorbed too early. No consequences for the patient. No further information is available.